Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an allied health professional (ahp) phoned in to technical services inquiring "why did patient receive inappropriate therapy for this atrial tachycardia (at)/atrial flutter (af)?" The ahp described what they believe to be an inappropriate shock for atrial arrhythmia from the patients implantable cardioverter defibrillator (ICD) and inquired how to program around it. The ICD had misdetected the at/af arrhythmia as a ventricular tachycardia (vt) episode. Follow-up was completed and the ahp was able to verify that a new wavelet algorithm template was run for the patient, but that no device reprogramming was completed. The device remains in use. No further patient complications have been reported as a result of this event.